Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure when the right ventricular (rv) lead was inserted into the header of the implantable cardioverter defibrillator (ICD), extra spikes were noted on the electrogram (egm) that were being sensed. Blood was observed in the header of the device, so the lead was removed, cleaned and re-inserted with the same results. Subsequently the physician opted to replace the ICD with a new device due to concerns over a leak in the header. This ICD was attempted and not implanted. A new ICD was successfully implanted and no adverse effects were reported.

Event description:
It was reported that during the implant procedure when the right ventricular (rv) lead was inserted into the header of the implantable cardioverter defibrillator (ICD), extra spikes were noted on the electrogram (egm) that were being sensed. Blood was observed in the header of the device, so the lead was removed, cleaned and re-inserted with the same results. Subsequently the physician opted to replace the ICD with a new device due to concerns over a leak in the header. This ICD was attempted and not implanted. A new ICD was successfully implanted and no adverse effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned ICD was analyzed. Visual examination identified a hole in the rv setscrew seal plug. There was body fluid contamination noted within the seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned ICD was analyzed. Visual examination identified a hole in the rv setscrew seal plug. There was body fluid contamination noted within the seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. This report is being filed to correct the evaluation conclusion code that was inadvertently incorrect on the last report.

Event description:
It was reported that during the implant procedure when the right ventricular (rv) lead was inserted into the header of the implantable cardioverter defibrillator (ICD), extra spikes were noted on the electrogram (egm) that were being sensed. Blood was observed in the header of the device, so the lead was removed, cleaned and re-inserted with the same results. Subsequently the physician opted to replace the ICD with a new device due to concerns over a leak in the header. This ICD was attempted and not implanted. A new ICD was successfully implanted and no adverse effects were reported.